Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was slightly elevated; however, customer could not provide a specific value. Customer requested assistance from tandem technical support changing the pump carbohydrate setting from off to on. Customer changed the setting successfully and delivered a bolus to address elevated blood glucose.